Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device would power off by itself when the 12 lead button or the print button was pressed. This issue did reportedly occur during patient use; however there was no adverse patient outcome reported.  No additional details of the reported event have been reported.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio observed that the positive battery connector pin in battery well 1, was loose. The loose battery pin appeared to lead to the device intermittently losing power.